Event description:
It was reported that the pacing lead exhibited high and undefined impedance and loss of capture. Fracture was suspected. The pacing lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.